Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a costumer from USA: "nipride was infusing freely causing a drop in blood pressure. Nurse stated that he had inserted tubing into the device and closed the door. The pump wasn't started immediately. The nurse was doing another task and noticed bubbling in the tubing. When looking into it, he noticed the tubing guide in the pump had popped out of position and the door had also popped open. For some reason, anti-free flow clamp did not clamp the set and fluid was infusing. Type of drug: nipride. Was there a prime performed: yes. Pump or manual: manual. Delay in therapy: no. Need for medical intervention: yes. Death/serious injury: no. We were actually able to reset the line in the pump without any other issue. So I actually don't have the pump set aside at this time."